Event description:
A report was received that the patient developed an infection at the pocket site. The symptoms were redness, swelling, and oozing from the pocket site. The patient was originally prescribed oral antibiotics then they saw the physician who changed the dressing and prescribed the patient clindamycin and bactrim antibiotics. The physician believes the infection was procedure related and not device related. The patient's symptoms have reduced since treatment began and no further course of action will be taken.

Event description:
A report was received that the patient developed an infection at the pocket site. The symptoms were redness, swelling, and oozing from the pocket site. The patient was originally prescribed oral antibiotics then they saw the physician who changed the dressing and prescribed the patient clindamycin and bactrim antibiotics. The physician believes the infection was procedure related and not device related. The patient's symptoms have reduced since treatment began and no further course of action will be taken.

Event description:
A report was received that the patient developed an infection at the pocket site. The symptoms were redness, swelling, and oozing from the pocket site. The patient was originally prescribed oral antibiotics then they saw the physician who changed the dressing and prescribed the patient clindamycin and bactrim antibiotics. The physician believes the infection was procedure related and not device related. The patient's symptoms have reduced since treatment began and no further course of action will be taken.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information indicates that the patient still had redness at the ipg site and the ipg site was warm to touch. The patient underwent a revision procedure. The physician slightly repositioned the ipg and cleaned out the pocket area. The patient is reportedly doing well and the symptoms have resolved.